Event description:
On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprostheses to treat a transverse aortic arch aneurysm. The procedure included placement of a spinal drain and a planned covering of the left subclavian artery. No complications were reported. The patient was stable upon completion. Later that day, the patient had a stroke (i.e., cerebrovascular accident) and subsequently experienced right arm paralysis in addition to speech and cognitive impairment.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - as stated in the gore tag thoracic endoprosthesis instructions for use, the gore tag device is intended for endovascular repair of aneurysms of the descending thoracic aorta. Potential device or procedure-related adverse events include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Additional device related to this event: tgt3410/7557718.